Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The cutting block had pins stuck in them.

Manufacturer narrative:
The device associated with this report were not returned. A complaint database search finds no additional reports against the provided sig hp rev 4in1 cut blk sz3 product and lot combination. A complaint database search against reported product code 201103002 finds an additional report of pins becoming stuck in the block. The previous investigation found a burr in one of the outer pin holes attributing to the stuck pin. The investigation could not verify or identify any product contribution to the current reported event without the devices to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.